Event description:
Consumer reported complaint for the trueplus pen needles. Consumer reported complaint for replacement product: internal report reference (B)(4). Customer stated he is still having the same issue with the replacement product not dispensing the insulin. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 26-aug-2024 to ensure the customer¿s initial concern was resolved- customer stated he hasn't received the replacement product as of yet. Will follow up.

Manufacturer narrative:
Sections with additional information as of 03-oct-2024: h6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event. Note: follow-up to customer completed: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.